Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the caster wheel had excessive play on the shaft. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no patient involvement during this event.